Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile system. Reference medwatch report with patient identifier (B)(6) for the compact plus system. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned.

Event description:
Reporter stated the customer received the following results on 2 different meters within 10 minutes: 18.0 mmol/l, 16.0 mmol/l, 8.3 mmol/l (mobile system) and 7.4 mmol/l (compact plus system). No action was taken based on the results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile system. Reference medwatch report with patient identifier (B)(6) for the compact plus system.